Event description:
A malfunction occurred on the pump while the patient attempted a software update. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.